Event description:
Caller reported the death of a female, patient in nursing home. Patient was tested on an inratio2 meter in 2009 at 7:43 am. Patient had bruises under both arms. When the nurse checked the patient's back, a hematoma (softball size) popped above her right breast. Patient was sent to the hospital at 8 am that day, and the lab tested her inr. Upon entrance to the hospital, nurse reported patient's vital signs were fine. Patient died in hospital. The cause of death is unknown. Patient previous inr was taken on meter one month ago. Nurse is not willing to release patient's medication history, clinical conditions or any other information related to this patient. She will not return the meter at this point. Tech support attempted to retrieve more information but was unsuccessful. Administration/mgmt said, she had problems with meter last week and the distributor sent her another meter. No information about the problem or the serial number was provided.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Per general description, patient had hematoma and died in the hospital. As of today, no product is expected to return. Unable to determine strip lot number for further retained test. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at a time complaint was filed: date: 2009, inratio meter = 3.2 inr, reference = 14 inr, mean = 8.60, confidence limits = unable to determine. The mean of the inratio meter and comparative system inr were calculated. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional testing/investigation is required. Product was not returned. Strip lot number was not provided. Unable to pursue further investigation at this time. Investigation will be re-opened and results updated should product be returned. Further action not required. The strip lot number was not provided; complaint trending cannot be determined.